Event description:
A report stated that a healthcare worker who has asthma had trouble breathing, chest tightness, burning and watering eyes, could not get exchange of oxygen an smelled odor like putried rotten eggs. They were not working with the device but just walked into the room where it was in use during the night shift.